Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan error" error message with the adc freestyle libre 2 sensor during scan and was therefore unable to monitor blood glucose. As a result, his blood glucose went low and he experienced symptoms sweating and a loss of consciousness, and was unable to self-treat. The customer was brought to a hospital where he received medical treatment, but he does not know what treatment was given to him. No further information was reported. There was no report of death or permanent injury associated with this event.